Event description:
Procedure type: unk. According to the reporter: there was a trocar injury. There was no report of pieces falling into the cavity or impacting the pt. No further info available at this time.

Manufacturer narrative:
(B) (4)